Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 3023, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 3093-28, lot# j0519709v, implanted: (B)(6) 2005, product type: lead.

Event description:
On (B)(6) 2016, (B)(4) (hcp): information was received from a healthcare professional (hcp) regarding a patient implanted for urinary dysfunction/sacral nerve stimulation. It was reported that the lead broke in intra-opt while the hcp was trying to remove it. The hcp asked for guidance on how to proceed and was told that whether or not they dissected further to retrieve the lead is up to them but diagnostics is a consideration if they leave it in the patient. It was also reported that the patient had the system revised multiple times but it never worked for her. See related regulatory report 3004209178-2016-22650.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.